Event description:
It was reported that the pump touch screen was unresponsive. Pump was reset; however, the issue did not resolve. Customer's blood glucose (bg) was "a little high" (no value provided) and insulin pen was used to address bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.